Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went to the ER with a blood glucose of 358 mg/dl. The customer experienced thirst, weakness, and frequent urination. The customer felt as if she would pass out and she could hardly walk. The customer was dehydrated and treated through an IV and manual insulin injections. Additionally, the customer mentioned that her down arrow key was not working. The customer's blood glucose was 500 mg/dl and when she attempted to program a 10-unit bolus she was unable to go backwards on the menu. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump passed the delivery accuracy test. All the buttons functioned properly and no moisture damage on keypad traces was noted. The keypad connector was fully locked. The pump had a cracked case at the display window corner, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.